Manufacturer narrative:
This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
The first ncompass nitinol tipless stone extractor basket broke after two passes. Another ncompass nitinol tipless stone extractor basket was then opened and broke after approximately 10 passes. No fragments of the device remained in the patient and no adverse events were reported as a result of this event.

Manufacturer narrative:
A review of the complaint history, functional testing, device history record, quality control, visual inspection of the device was conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was returned with the udh handle in the open position and the basket formation was retracted fully into the basket sheath. A visual examination noted the support sheath was severed 1 mm from the nose of the mlla.. The remaining support sheath was still adhered to the basket sheath. The cannulated handle was bent 1.7 cm from the mlla.. The coil was bent 4mm from the bent cannulated handle. A functional test was performed and it was noticed that the udh handle does not actuate the basket formation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.